Event description:
It was reported that during a tonsillectomy procedure using a coblator controller, the surgeon alleged that the unit was causing the wands to burn out prematurely. The procedure was completed using competitive product instead. There were no significant delays or patient complications reported as a result of this event.